Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient developed a new urinary/bowel symptoms (not baseline). The new urinary/bowel symptom was urinary retention. It was unknown if the issue was resolved. Additional information was received from the patient on 2024-oct-04. The patient stated that they still felt that some of their symptoms were worse than before the procedure as they were not urinating as much or excreting as much stool as they believed they should.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.